Event description:
It was reported that spinal needle 27ga 3.50 in for india had rust inside. The following information was provided by the initial reporter: rust in spinal needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: one sample and four photos were provided to our quality team for investigation. Through visual inspection, brown stains are observed, confirming the rust or corrosion stains along the entire length of the cannula. A review of the device history was performed for the lot 1903012, no deviations or nonconformities were identified during the manufacturing process that could have contributed to this problem. Five retained samples of the lot 1903012 were used for additional evaluation. Using magnification, the product was visually inspected and no corrosion or other staining was observed. Product is visually and functionally inspected throughout the manufacturing process in accordance with procedure, verifying that all critical dimensions are within specification and that there are no product damages or defects. All records have been reviewed and no problems were identified during the inspections of the reported batches. Based on the available information, we are unable to identify a definitive root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that spinal needle 27ga 3.50 in for india had rust inside. The following information was provided by the initial reporter: rust in spinal needle.